Manufacturer narrative:
A product development investigation was performed on the subject device (t25 stardrive shaft f/matrix long (part number: 03.632.072, lot number: 6515680). The subject device was received with the following complaint description: ¿a patient underwent an extension of a transforaminal lumbar interbody fusion (tlif) from l4-5, l5-s1 to include l3-4 on (B)(6) 2016 for an unknown reason. It was reported that all of the hardware was intact. The original implant date is unknown. It was reported that as the surgeon was in the process of removing four locking caps to replace the two rods with longer ones, the shaft of the screwdriver broke on one of the caps and the tip broke off into two pieces. All fragments were retrieved and verified via standard fluoroscopy taken throughout the procedure. The surgeon used a new screwdriver to replace the rods and four locking caps. There was no delay in surgery as another device was readily available. The surgery was completed successfully and the patient reported as stable¿. The complaint condition is confirmed. A visual inspection, drawing review, and device history record (DHR) review were performed as part of this investigation. The returned part was determined to be suitable for their intended use when employed and maintained as recommended. The t25 stardrive shaft long (03.632.072) is one of four t25 driver shafts intended to be utilized in final locking cap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient.¿ (technique addition - final tightening) the returned driver was examined and the complaint condition was able to be confirmed as the distal tip was found to be broken and missing a segment of the distal tip ¿ approximately 3.89 to 4.39 mm in length. Replication of the complaint condition is not applicable as it¿s already broken. Drawings for the instrument were reviewed. The drawing was found suitable to determine the intended device design, application and dimensional conformity. The instrument was found to have met the drawing specifications. No definitive root cause was able to be determined; the failure mode is consistent with the application of excessive torque. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 03.632.072, lot# 6515680. Manufacturing location: (B)(4), packaged by: (B)(4), manufacturing date: feb 11, 2011. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a patient underwent a revision procedure for an extension of a transforaminal lumbar interbody fusion (tlif) from l4-5, l5-s1 to include l3-4 for an unknown reason. It was reported that all of the hardware was intact. The original implant date is unknown. It was reported that as the surgeon was in the process of removing four locking caps to replace the two rods with longer ones, the shaft of the screwdriver broke on one of the caps and the tip broke off into two pieces. All fragments were retrieved and verified via standard fluoroscopy taken throughout the procedure. The surgeon used a new screwdriver to replace the rods and four locking caps. There was no delay in surgery as another device was readily available. The surgery was completed successfully and the patient was reported as stable. Concomitant device: locking caps (part #unknown, lot #unknown, quantity 4), rods (part #unknown, lot #unknown, quantity 2). This report is for one (1) t25 stardrive shaft. This is report 1 of 1 for (B)(4).